Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had not charged her internal pulse generator (ipg) in over a year, and the patient forgot how to charge, the patient was instructed to charge her charger and then attempt to charge her ipg. It was reported that the ipg would not charge, and the patient's programmer was displaying an error message. It was confirmed that the patient's ipg was inoperable. The patient underwent a surgical procedure in which their ipg was explanted and replaced.

Manufacturer narrative:
Correction: h6 device code and conclusions code.